Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. The root cause could not be identified conclusively. (B)(4).

Event description:
Upon additional follow up, the reporter indicated the patient has yet to show for his final post op appointment. He was scheduled for a (B)(6) post op visit; however, did not show, and has not responded to attempts to reschedule.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a case of rainbow glare on an unknown eye at one month post lasik treatment. Additional information has been requested.